Event description:
It was reported that via a central line, a continuous infusion of chemo was programmed at a rate approximately less then 75cc/hr per rn. The n35 phaseal injector disconnected from the primary tubing luer lock which resulted in chemo leakage. The user stated that the chemo leak thru the membrane of the c45.the customer confirmed that there was no patient harm reported .the event occurred in hematology oncology center. The customer stated that both products are prepared and connected in pharmacy at the time of preparation.

Manufacturer narrative:
Additional information provided: patient reported as adult. Customer declined to provide other patient demographics due to hipaa regulations.

Event description:
It was reported that a chemotherapy medication leaked during a long term infusion from the tubing set when the n35 luer lock injector unintentionally disconnected, while in use on a patient. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
B3 requested but not provided. Correction on follow-up (1): b.5 & d.11 (disregard central line).

Event description:
It was reported that an unspecified medication leaked during a long term infusion from the tubing set when the n35 luer lock injector unintentionally disconnected while in use on a patient. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Model or lot not provided.

Event description:
It was reported that the primary tubing disconnected and leaks when mated to n35 phaseal injector during a long term infusion. The customer confirmed that there was no patient harm reported. The event occurred in hematology oncology center.